Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01673, 1627487-2024-07289. It was reported that the patient experienced ineffective therapy. X-ray imaging revealed that the lead extensions pulled out of the ipg header. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both lead extensions were explanted and replaced to address the issue. Additionally, during the procedure it was discovered that both lead extensions were fractured at the extension connectors at the ipg site which resulted in fluid to be found inside the ipg. As a result, the ipg was also explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
The reported observation of invalid impedances was confirmed for the returned extension. The root cause was due to the damage to the extension where it was missing the lead tip electrode and also measured high impedances on electrodes 2, 3 and 5. The associated ipg diagnostic logs also confirmed an impedance issue prior to explant.